Manufacturer narrative:
(B)(4). The exact date of the event was unknown but reported to be in (B)(6) 2014. A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and discharged on an unknown date. The patient was treated with unknown antibiotics. The cause of the event was unknown. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the cause of the peritonitis was a breach in aseptic technique further specified as touch contamination. It was clarified that the patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose and frequency not reported) for the event. The patient was retrained on proper aseptic technique and reported to have recovered from the peritonitis. This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Due to the report of a breach in aseptic technique, the cassette is no longer a suspect product in this event. Should additional relevant information become available, a follow-up report will be submitted.